Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 4.2 had failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 had failed to close. A field service engineer (fse) replaced half height drawers on main 4.1 and 4.2. Tested in hardware test application and confirmed functionality. Also replaced the pyxibus on the new drawer and verified proper operation in hardware test application. The system functioned as intended after the field service engineer repaired the device.